Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a sensor notification prompting replacement, after which blood glucose increased to 21.1 mmol/l (380 mg/dl) while wearing the pod on the abdomen. The patient administered correction boluses without improvement. The pod was removed; the cannula was not visible, and the pink slide had moved forward, consistent with a retracted cannula. The patient reported feeling unwell at the time of contact. No medical assistance was confirmed.